Event description:
Consumer reported she applied the product to two teeth as directed. The next morning, the whole side of her face was swollen and covered with a rash, both inside her mouth and outside. Four days after application, she still had sore and swollen areas inside and outside her mouth. Tooth sensitivity subsided, but she was dealing with a worse problem.

Manufacturer narrative:
Consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.